Event description:
I have been using a recalled CPAP, in october I started having increased respiratory issues and my medical provider submitted an order to my insurance company for a replacement device. I did register my unit in july with philips, however, have not received any response. My insurance, (B)(6) has refused to replace the unit because it is only 3 years old. I cannot sleep without it, however, I am continuing to have respiratory issues. FDA safety report ID# (B)(4). See scanned pages.